Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation, as it was reported to have been discarded; however, photographic evaluation was performed. The report of discolored glutaraldehyde solution and shelf box packaging damage was confirmed. The jar of glutaraldehyde solution appeared discolored. The shelf box appeared to have liquid damage with black contaminants within the interior of shelf box. Based on the information provided, it has been determined that handling of the device (storage conditions) likely led to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the box of a bioprosthetic aortic valve was found moist and there was fungus inside upon opening the box. Then the jar was opened and the glutaraldehyde solution was found to be brownish (turbid). The leaflets were found to be discolored. The valve was discarded. As reported, the box and jar were sealed and not opened, and no tear was observed in the packaging. The distributor informed that during storage the air condition is kept off for 12 hours every day, that likely leads to unfreeze the ice packets and in last instance, to water precipitation in the device boxes that might lead to formation of fungus.